Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -11.5/+2.5/100 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. It was reported that the patient was dissatisfied (fellow eye had angle closure) and the lens was explanted on (B)(6) 2022. It was reported that the problem resolved.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: lens was returned in liquid with residue/debris on product in a vial. Visual inspection found no visible damage to the lens.clear residue throughout the lens was observed. Claim #(B)(4).

Manufacturer narrative:
B1: adverse event. Claim#: (B)(4).